Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
The patient reported that the implantable cardiac monitor (icm) would have to be moved because it was in the wrong place. The patient later requested the icm be removed due to their dissatisfaction with the restrictions of the device. The patient stated the icm was in pieces when it was removed. All pieces were removed per the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.